Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that during a cardiac ablation procedure for persistent atrial fibrillation, a map shift in the carto® 3 system was noticed by the electrophysiologist physician while ablating along the posterior wall. The ablation catheter was approximately 5 mm or more from the fast-anatomical mapping (fam) shell. The physician moved towards the anterior wall, and new fam geometry was performed at a very significant distance from where the pentaray catheter had already mapped. The carto 3 system did not show any error messages. The physician did not perform cardioversion prior to the map shift. It was not noticed that the patient moved before detecting the map shift, and there was a green check mark the whole time. No patient consequences were reported. Device evaluation details: the field service engineer followed up with company representative and confirmed that company representative rebooted both the patient interface unit and the workstation. Next case went great. No issues were identified. System is up and is ready for use. The issue was investigated at the device manufacturer. The issue was not reproduced in the device manufacturer's lab. Data related to the reported issue was requested to be sent to device manufacturer for investigation. It was confirmed that the data related to the issue was deleted from the system, and therefore, no additional investigation can be performed. A manufacturing record evaluation was performed for the carto 3 system # 13108, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiac ablation procedure for persistent atrial fibrillation, a map shift in the carto® 3 system was noticed by the electrophysiologist physician while ablating along the posterior wall. The ablation catheter was approximately 5 mm or more from the fast-anatomical mapping (fam) shell. The physician moved towards the anterior wall, and new fam geometry was performed at a very significant distance from where the pentaray catheter had already mapped. The carto 3 system did not show any error messages. The physician did not perform cardioversion prior to the map shift. It was not noticed that the patient moved before detecting the map shift, and there was a green check mark the whole time. No patient consequences were reported. Map shift without error message is an MDR-reportable issue.